Event description:
It was reported that the pump time was incorrect, cause was unknown. Reportedly the customer had to make repeated time adjustments even though pump otherwise functioned normally. There was no reported impact to the customer¿s blood glucose level. Customer support confirmed that caller knew how to update pump time and, due to concern that time drift could affect insulin therapy, arranged replacement pump under warranty.